Manufacturer narrative:
Per good faith effort (gfe) response, the customer cancelled onsite service. No further action was provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporter phone number - (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the screen was dim. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Onsite evaluation is currently pending.